Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia or hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns to "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl], but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l [70 mg/dl], follow the treatment advice of your healthcare provider.¿ and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
It was reported that the patient had low blood glucose reading (exact bg level was not provided) and that she had to be hospitalized for a urinary tract infection that led to a blood infection. She did not provide any further information regarding the hospitalization or her treatment.